Event description:
The plaintiff's attorney alleged that the plaintiff experienced a stroke, which is alleged to have been caused by the product that was administered to the plaintiff for dialysis treatment.

Manufacturer narrative:
This is one of two devices associated with this event.